Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient after having micro stent device experienced an occlusion of device due to inflammatory/iris tissue and high intraocular pressure. An additional procedure is scheduled. Additional information requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of high intraocular pressure (iop) and occlusion due to inflammatory/iris tissue; therefore, the condition of the product could not be verified. Information provided about this case was not sufficiently detailed. There is mention of surgical complications during implantation of the device or whether the device was optimally positioned, and there is no information regarding the postoperative medication regimen used by he patient. Device occlusion and elevated iop are known complications associated with device use, particularly when the device is more posteriorly positioned than optimal. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is that occlusion and elevated iop are known complications associated with device use, particularly when the device is more posteriorly positioned than optimal. The manufacturer internal reference number is: (B)(4).